Manufacturer narrative:
The li-ion battery (s/n# (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for li-ion battery with serial number (B)(4). A visual inspection was performed and no physical damage was observed to the battery upon receipt. A review of archive was performed and showed fault error; thus confirming the reported complaint. Functional testing of the battery was performed; the battery was inserted into the test autopulse platform and the platform did not turn on; thus confirming the reported complaint. Further testing, the battery was placed into a test multi-chemistry battery charger and the red leds illuminated on the battery charger indicating that the battery charging failed. The battery status was checked with 4 green leds lit up. The battery was also tested with the battery tester and failed to communicate with each other causing the battery to disable . In summary, the reported complaint was confirmed during archive review and functional testing. The root cause of the problem could not be determined.

Event description:
It was reported that autopulse platform would not power up with a fully charged battery. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No other information was provided.